Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) was received cut in a half wrapped in surgical material, inside a plastic bag. Solution a is dried on the iol. No device returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The reporter states the company lens was replaced with a monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced waxy vision. The iol was exchanged for another single focus lens 24 days following the initial implant procedure. Additional information has been requested and received stating that the following the iol replacement, clearer vision was achieved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.3. B.5. And d.9. And h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the reporter causality was unknown with no other possible factors.